Manufacturer narrative:
This device is not manufactured or marketed in the united states. This event is being reported as a similar device malfunction per 21cfr803.20 (b) (3) (ii). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Electronic memory was replaced to resolve the reported issue.

Event description:
The hospital reported that the anesthesia machine screen suddenly went black during use, unable to work again. There was no report of patient injury.